Event description:
It was reported that the pump would not turn on and physical damage to the top case. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case cracked by the l bracket and the left plunger case was cracked. There was no apparent damage to top case. A review of the event history log (ehl) identified positive supply background (bgnd) test. During the functional testing was unable to duplicate the power up problem or positive supply bgnd test. Visual inspection confirmed the bottom case was damaged. The root cause of the issue was a result of the customer's impact on the device. The root cause of the positive supply background (bgnd) test could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main board as a preventative measure. Replaced bottom case. Performed power up process, preventative maintenance and all functional tests which passed.